Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition or external user factors could have contributed to the reported bent cannula, hospitalization, and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 operating system: bp2a.250605.031.a3.a166usqs3cyj1 hardware: sm-a166u cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's father that the patient was hospitalized on (B)(6) 2025 for hyperglycemia. Blood glucose level was reported to be 380¿mg/dl. The pod was worn between 36 and 48 hours, on the arm. It was noted that the pod had been bumped during soccer practice the previous day, after which the cannula became bent and damaged. On the morning of (B)(6) 2025, the patient awoke with elevated blood glucose levels and experienced vomiting and dizziness and were subsequently taken to the emergency room. The patient was diagnosed with diabetic ketoacidosis in the hospital and was treated with intravenous fluids and insulin. They were discharged on (B)(6) 2025.